Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Please note this was an voluntary medwatch (B)(4). Complaint conclusion it was reported that the mynxgrip vascular device (vcd) was inserted into the patient and inflated. The physician pulled back, pushed down the shuttle and when he pulled back the sheath and plug came back. However, the advancer tube failed to appear and the plug appeared to be stuck inside the device. There was no reported patient injury. It was also reported that this has happened to multiple patients in the last 4 months. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1627401 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the DHR review does not suggest that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken.

Event description:
It was reported that the. The mynxgrip vascular device (vcd) was inserted into the patient and inflated, the physician pulled back and pushed down the shuttle and when he pulled back the sheath and plug came back. However, the advancer tube failed to appear and the plug appeared to be stuck inside the device. There was no reported patient injury. It was also reported that this has happened to multiple patients in the last 4 months. The product will not be returned for analysis.